Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant. During the procedure, it was noted that the lp could not be successfully implanted due to system limitations. The procedure was completed using an alternate pacing system on (B)(6) 2025. The patient was stable.